Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, mild calcification, and a 99% stenosis. The balloon ruptured at 3 atms when inflated for the first time. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering reviewed the incident. There was no note of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Possibly the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. A definitive cause for the reported balloon rupture cannot be determined.